Event description:
It was reported a device related thrombus (drt) occurred. A left atrial appendage (laa) closure procedure was performed and a 21mm watchman laa closure device was successfully implanted with no leaks. The patient had a 45 day follow up transesophageal echocardiogram (tee) with no drt or leak noted, so they were taken off their oral anticoagulant (oac) medication. The patient was told to take plavix and aspirin. At the six month post-operative visit, the patient was told to stop plavix. The patient stated that she discontinued all medication after the 45 day follow up tee. About 13 months post procedure, the patient came back for a routine tee which revealed a thrombus on top of the closure device toward the limbus. The patient was put on eliquis and will be brought back in six weeks for another tee.